Event description:
It was reported that this recently implanted system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was showing noise over sensing. The patient was subject to pocket manipulation analysis, but no noise was reproduced. There was noise with left arm across chest and coughing. Furthermore, they suspected an old, abandoned lead from other company could be causing the noise or it could be air bubbles in the header. An x ray analysis was also completed, and the system looked unchanged according to the physician. They decided to disable therapies, keep the patient in the hospital and plan for lead revision. The fellow looked at the x ray again and said it did look like the new rv lead was directly on top of the old rv lead. The lead was finally revised and placed in a more septal position, but the noise on all pace/sense and shock channels was still being observed. Again, no noise with pocket manipulation was observed and the pacing system analyzer showed noise, therefore not just on ICD. The ICD was explanted and a new one implanted and the rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this recently implanted system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was showing noise over sensing. The patient was subject to pocket manipulation analysis, but no noise was reproduced. There was noise with left arm across chest and coughing. Furthermore, they suspected an old, abandoned lead from other company could be causing the noise or it could be air bubles in the header. An x ray analysis was also completed, and the system looked unchanged according to the physician. They decided to disable therapies, keep the patient in the hospital and plan for lead revision. The fellow looked at the x ray again and said it did look like the new rv lead was directly on top of the old rv lead. The lead was finally revised and placed in a more septal position, but the noise on all pace/sense and shock channels was still being observed. Again, no noise with pocket manipulation was observed and the pacing system analyzer showed noise, therefore not just on ICD. The ICD was explanted and a new one implanted and the rv lead remains in service at this time. The ICD has been returned for analysis. No additional adverse patient effects were reported. The device has been analyzed.